Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection was performed and the wire was able to be removed from the device with little restriction/issue due to the numerous wire kinks. There are numerous kinks along the body of the rotawire. Dimensional inspection of the overall length, outer diameter (od) of distal tip, od of middle of the device, and od of proximal section were performed and were within specifications. No other issues were identified during the product analysis.

Event description:
It was reported that the burr was stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that it was difficult to remove the burr from the rotawire. The rotalink was removed together with the rotawire and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the burr was stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that it was difficult to remove the burr from the rotawire. The rotalink was removed together with the rotawire and the procedure was completed with another of the same device. No patient complications were reported.